Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states that he feels ill, with symptoms such as fatigue and sweats. Customer denies the need for medical attention. The customer's expected blood results are 80-130mg/dl fasting. Verified test strips expire 10/28/2017. Customer's test strips are being removed from vial and placed loosely in carrying case, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels ill, with symptoms such as fatigue and sweats. Customer denies the need for medical attention. The customer's expected blood results are 80-130mg/dl fasting. Verified test strips expire 10/28/2017. Customer's test strips are being removed from vial and placed loosely in carrying case, and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.